Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a intellanav mifi open-irrigated was selected for a ablation procedure. It was noted that the catheter irrigation tubing broke at the junction with the handle during the procedure. No patient complications were reported.